Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported not being able to hear well with the device.

Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements show fluctuating and increased impedances. A possible cause for the impedance fluctuations could be due to physiological changes in the cochlea. Also, an issue with the clover leaf reference electrode might be possible as some fluctuations were observed during the last in situ measurements. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user reported not being able to hear well with the device. The hearing performance started to be affected gradually over the past one year. Before that, the child was doing well as reported. Further technical check has been considered.